Event description:
It was reported that when using the bd pyxis¿ medstation¿ es followed completion of an upgrade, the device began exhibited signs suggestive of a possible hardware failure. The user was unable to log in because the fingerprint scanner was not recognizing fingerprints, and the device displayed a black screen when attempted authentication. The customer attempted to reboot the device; however, the issue was not resolved, and they remained unable to log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer to either power off the device and ensure the bio ID reader light turned off before powering it back on, or to reboot the device if the bio ID reader was not lit. It appeared the customer intended to perform the first step. Later, the tss received an update that the bio-ID issues have been resolved after reboot. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.